Manufacturer narrative:
Concomitant medical products: product ID: evroplus-34us, transcatheter valve, date of implant: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the patient¿s spouse that during a surgery the physician had experienced trouble with the implantable cardioverter defibrillator (ICD) as it was thought it was providing pacing, so adjustments were made. The patient now was experiencing a heart rate in the 30s and was not feeling well. The ICD remains in use. No further patient complications have been reported as a result of this event.